Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator would not charge and would not power on. The patient tried multiple cords and plugs, and the port did not feel loose or bent. The patient also reported that the communicator didn¿t always connect (telemetry) and wasn¿t always charging when plugged in. The patient stated they shook the communicator and something was rattling inside. A request was sent to the repair department for a replacement communicator due to intermittent chronic issues with telemetry, charging, and something rattles inside.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-nov-2020, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling - no battery light indicator - device doesn¿t power on after 1.5 hours - tm90 recharging circuitry is damaged (l3).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.